Manufacturer narrative:
Product ID: 8590-1 lot# n134586, implanted: 2009 (B)(6), product type accessory product ID: 8711 lot# n134229001, implanted: 2009 (B)(6), explanted: 2013 (B)(6), product type catheter product ID: 8711 lot# n134229001, implanted: 2009 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4). Final analysis of the returned catheter segment revealed an area of what appeared to be a deep abraision 8.5 to 11 cm from the distal end. A significant leak was found in this area which means the deep abrasion went through to the inner lumen. The abrasion was thought to be the cause due to some of the smoothed surfaces seen in this leak area. The abrasion may have been caused by the pump rubbing on the catheter while implanted in the pocket.

Event description:
It was reported that the patient experienced a gradual return of rigidity and a spinal headache. Examination/palpation on (B)(6) 2013 revealed clear fluid from the puncture site, re-aspiration was done with a full 20cc. A csf leak was suspected. An isotope study on (B)(6) 2013 "failed" revealing a "nonfunctional drug delivery system". The pump was revised and the catheter was replaced. A catheter fracture was noted at the pump segment; the area of occurrence appeared to have been compressed. This was not found until flushed which was after replacing the entire catheter. It was later reported that the patient outcome was resolved without sequelae on (B)(6) 2013. The device system was used to deliver baclofen and clonidine.